Manufacturer narrative:
Other text: additional information is provided in h.2., and h.6. No product was returned. The investigation determined the most probable cause to be due to a downstream blockage, kink in the fluid path, or a closed tubing clamp; if not, the dso sensor may not be operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device continues to have a downstream occlusion alarm. Medication being administered at the time was 5 fu (fluorouracil). No additional information available. No patient injury reported.